Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximately two weeks after implant. The device was explanted due to a protrusion out of the skin. No new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximately two weeks after implant. The device was explanted due to a protrusion out of the skin. No new system was implanted. No additional adverse patient effects were reported. Additional information indicates a new icm device was implanted in this patient a few weeks after the reported explant. The original icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded dehiscence is a known medical risk associated with the implantation of a device under the skin.

Manufacturer narrative:
This report is being submitted to communicate additional information added to field b5 describe event or problem in section b, adverse event/product problem. In addition, a correction was made to field d9 device avail for evaluation? And returned to manufacturer date in section d, suspect medical device.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximately two weeks after implant. The device was explanted due to a protrusion out of the skin. No new system was implanted. No additional adverse patient effects were reported. Additional information indicates a new icm device was implanted in this patient a few weeks after the reported explant. The original icm device has been returned for analysis.